Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported there was t-wave oversensing on the lead along with inappropriate anti-tachycardia pacing (atp) therapies. Reprogramming was done and the lead is still in use. No patient complications were reported as a result of this event.